Event description:
The customer reportedly received the following results on the accu-chek active s system within 10 minutes: 187mg/dl, 147mg/dl and 330mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.